Event description:
Patient reported "presence of capsular contracture". This record is for the left-side. Device has been explanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: previous emdr-(B)(4) aware date was incorrect. The correct aware date is 26/jan/2026. No further corrections.

Event description:
Patient reported "presence of capsular contracture". This record is for the left-side. Device has been explanted. It is unknown if device will be returned.

Event description:
Later healthcare professional reported "capsular fibrosis IV and double capsule.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "presence of capsular contracture". Later hcp reported "capsular fibrosis IV and double capsule". This record is for the left side. Device has been explanted and replaced with a non abbvie device.